Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer was hospitalized on (B)(6) 2014 with a blood glucose level of 353 mg/dl. Customer had chest/back pains. Customer treated with the pump after a set change and with a saline drip for dehydration. Customer was wearing the pump at the time of hospitalization. Customer was unable to troubleshoot because they did not have time. Customer also had a bent cannula on the set that was changed. Customer's current blood glucose level was 63 mg/dl this morning. Customer's blood glucose level was 167 mg/dl at the event. Customer did not eat dinner last night but feels fine now. Customer stated that the no delivery alarm was resolved by a set change. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.